Event description:
A confirmed motor stall with recovery was recorded in the event logs. The motor stall occurred (B)(6) 2011 at 7:32 and recovered at 8:11. Additional motor stalls were also noted; the stalls occurred: (B)(6) 2011, (B)(6) 2011 and (B)(6) 2011. The pump was replaced. The pump contained morphine 25 mg/ml. Patient outcome was not reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).